Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was missing the fill port cap. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed that the fillport cap was missing from the unit. The reported condition was verified. The unit appeared to have been removed from its original primary package and placed in a different bag. The cause of the condition could not be determined, however, the most probable cause was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.